Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, high thresholds and the pacing impedance measurements were within normal range. The patient reported having a syncope episode with no loss of consciousness. The patient was advised to follow up in the clinic in the near future. No adverse patient effects were reported. New information was received, the patient was in the clinic for an office visit. Isometric exercises were performed, low level of noise on the rv lead was present but no oversensing. The patient was asked to do deep breathing exercises, and this caused higher amplitude noise and oversensing, only the supine posture. Noise amplitude measured at 1.1mv. The physician programmed the sensitivity to 1.5mv. No additional noise or oversensing was seen. The physician will monitor the patient closely through the home monitor system. The rv lead remains implanted. No adverse patient effects were observed. New information was received indicating that this rv lead was repositioned in the septal position, resulting in pericardial effusion. The rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new rv lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, high thresholds and the pacing impedance measurements were within normal range. The patient reported having a syncope episode with no loss of consciousness. The patient was advised to follow up in the clinic in the near future. No adverse patient effects were reported. New information was received, the patient was in the clinic for an office visit. Isometric exercises were performed, low level of noise on the rv lead was present but no oversensing. The patient was asked to do deep breathing exercises, and this caused higher amplitude noise and oversensing, only the supine posture. Noise amplitude measured at 1.1mv. The physician programmed the sensitivity to 1.5mv. No additional noise or oversensing was seen. The physician will monitor the patient closely through the home monitor system. The rv lead remains implanted. No adverse patient effects were observed.